Event description:
A report was received that the patient was getting inadequate pain relief and was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. No device malfunction was suspected and the patient was reportedly doing well postoperatively.